Event description:
Wrong labeling or malfunction (device failure, defect). Case description: spontaneous report from foreign country. The pt was operated 5/10/99 with a ceeon edge lens calculated to be 19,0 d, came out postop 6/10/99 with a refraction of 9,0 d. The surgeon wonders if there has been a wrong label on the lens. He will explant the lens and sent it to p&u. The pts parameters preoperative were: refraction:-d; cylinder:-1 d in 0 degrees; axial length. 24, 18; and k measures 43, 75 and 45,25. Explant planned for 10/7/99. Follow up 10/21/99. The pt was reoperated on 10/7/99. The physician regrets having performed wrong measurements on the axial length of the pt. The pt needed a 30d lens and got such a lens on 10/7/99. The clinic is now going to buy new instruments for axial length measurements. The explanted lens wil not be returned to p&u.